Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during promontifixation procedure, the device was able to fire normally but the tacks was not able to penetrate and hold correctly onto the tissue. New device was used to complete the procedure. There was no patient injury.